Manufacturer narrative:
The results of the investigation were inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
During an atrial fibrillation procedure, an air leak occurred. After placing the sheath into a patient prior to inserting catheters and a transseptal needle, air was aspirated into a syringe that connected to the extension port of the sheath. Several aspirations were attempted, but air was still aspirated, the sheath set was replaced, and the procedure was completed with no adverse consequences to the patient.